Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 200 laser fiber was used during a holmium laser lithotripsy of kidney stone procedure in the kidney performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber connector end was too large and would not allow threading into the laser unit. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and fiber broken at distal end.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector and fiber broken at distal end. Visual examination of the returned laser fiber revealed that 27 cm of the fiber with the connector was returned for analysis, the distal tip with a small portion of the fiber was broken and not returned. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the connector is oversized and will not fit into the receptacle to allow attachment to the laser console. The proximal end of the connector fit into both sub miniature-a (sma) 905 connector polishing puck and 20 w lumenis versapulse medical laser receptacle. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.